Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced post explant fistula, ring break, explant, obstruction and adhesions. Adhesions and fistula are listed as known possible adverse reactions in the instructions-for-use. The medical records further indicate the ring of the composix kugel mesh was broken. Due to not having the sample returned for evaluation, the report of ring break and the reason for the alleged ring break can not be determined or confirmed. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with a ventral hernia and underwent a ventral hernia repair with implant of a davol composix kugel hernia patch. No operative details were provided for this procedure. On (B)(6) 2015 - the patient was diagnosed with a small bowel obstruction. The patient underwent a laparotomy, lysis of adhesions, resection of approximately 10 inches of bowel and small intestine and removal of a "contaminated" composix kugel hernia mesh. Per the operative details, "the site of the obstruction was an inflammatory mass under a mesh implant. It appeared to be the type of mesh that was combined ptfe polypropylene product with a hard plastic outer ring. The outer ring had separated and had perforated the mesentery and probably the bowel in a walled-off inflammatory process. A midline incision was then made, as the bowel could not be freed from the mesh. In fact it was impossible to free from the mesh and a tear in the bowel occurred during gentle manipulation where it was densely adherent. The tear was of no consequence, as it was at a site, which was a planned removal. On (B)(6) 2015 - the patient received abdominal wound care. On (B)(6) 2015 - the patient had an md office visit indicating that the patient was receiving IV total parenteral nutrition and continued with abdominal wound care as the patient had an abdominal wound fistula. On (B)(6) 2015 - the patient was diagnosed with a post explant small bowel fistula and underwent removal of the fistula and 60 minutes of lysis of adhesions. Operative details provided did not indicate any visualization of any residual composix kugel mesh during this procedure. On (B)(6) 2016 - the patient had an md office visit with progress notes indicating "patient doing well but still going to wound care to help with abd wound healing."